Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The proximal only segment of the lead was returned severed 247 millimeters (mm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Additional information was received that a portion of this lead was cut and explanted and returned for analysis and the remaining portion of the lead was surgically abandoned.

Event description:
Boston scientific received information that this defibrillator and right ventricular (rv) lead exhibited oversensed noise and had pacing lead impedance greater than 3000 ohms. Additional information received per medical record that the device was explanted. No additional adverse patient effects were reported.